Event description:
After mapping ischemic ventricular tachycardia in the left ventricle from a retrograde aortic approach, it was reported that the patient suffered a perforation and subsequently a cardiac tamponade. The catheters were already removed from the patient when this was noticed; the physician was contemplating to attempt a transseptal access. This was not preformed or attempted. A blood pressure drop was noticed and a tamponade confirmed with an intracardiac echocardiography (ice). A pericardiocentesis was performed and the patient was stabilized. The patient experienced continued bleeding and therefore, transferred to the operation room (or) for further treatment. On (B)(6), received additional information requested from bwi representative stating that the patient required hospitalization and the outcome was a full recovery. The physician¿s opinion regarding the causality of this adverse event was procedure related. In addition, there was difficulty manipulating the catheter as the physician could not reach the desired area of ventricle.

Manufacturer narrative:
The device has been disposed by the customer. Since no lot number was provided, no device history record review could be performed. Concomitant bwi products: product: carto 3 system:p us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator: us catalog # s7001, serial # unknown. Product: coolflow irrigation pump: us catalog # cfp002, serial # unknown. (B)(4).